Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per additional information received, the manufacturing site registration number has changed and a report has been submitted under reference number (B)(4) (manufacturing report # 9617613-2016-00006).